Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned non- maquet sheath was over the catheter. Three kinks were observed on the catheter tubing approximately 71.9cm, 55.9cm and 68.8cm from the iab tip. The three-way stopcock, one way valve, pressure tubing and extender tubing were also returned. - an underwater leak test of the balloon, catheter, y-fitting extracorporeal tubing, pressure tubing and extender tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath. The returned non- maquet sheath was over the catheter. Three kinks were observed on the catheter tubing approximately 71.9cm, 55.9cm and 68.8cm from the iab tip. The three-way stopcock, one way valve, pressure tubing and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting extracorporeal tubing, pressure tubing and extender tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after 20 hours of therapy, an intra-aortic balloon (iab) rupture occurred. It was noted that the cardiosave intra-aortic balloon pump (iabp) had generated an unknown alarm. A new iab was inserted, however, the same issue occurred. It was noted that another company's sheath had been used. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00588.

Manufacturer narrative:
Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).